Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions. Number 10 states, ¿fretting and crevice corrosion may occur at interfaces between components.¿ number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ number 14 ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 5 MDR's filed for the same event (reference 1825034-2014-01021 / -01023 and -01031 and -01033).

Event description:
Legal counsel for patient reports that patient underwent a total left hip arthroplasty on (B)(6) 2005 and a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent left hip revision on (B)(6) 2012 due to allegations of elevated metal ions. Patient legal counsel alleges metallosis was found during the surgery with dark staining of the soft tissues and synovium, and corrosion was found at the femoral head and neck junction. It is further alleged that following the left hip revision, the patient developed a hematoma, which was aspirated on the following dates: (B)(6) 2012 and (B)(6) 2012. Legal counsel for the patient also reports the patient underwent a right hip revision on (B)(6) 2013 due to allegations of elevated metal ion levels. Patient legal counsel alleges dark, brackish tissue; dark, stained fibrous tissue; and osteolysis was noted around the acetabulum and head. Patient alleges continued abductor weakness and pain in both hips following the revision surgeries. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reports that patient underwent a total left hip arthroplasty on (B)(6) 2005 and a total right hip arthroplasty on (B)(6) 2005. Subsequently, patient underwent left hip revision on (B)(6) 2012 due to allegations of elevated metal ions. Patient legal counsel alleges metallosis was found during the surgery with dark staining of the soft tissues and synovium, and corrosion was found at the femoral head and neck junction. It is further alleged that following the left hip revision, the patient developed a hematoma, which was aspirated on the following dates: (B)(6) 2012. Legal counsel for the patient also reports the patient underwent a right hip revision on (B)(6) 2013 due to allegations of elevated metal ion levels. Patient legal counsel alleges dark, brackish tissue; dark, stained fibrous tissue; and osteolysis was noted around the acetabulum and head. Patient alleges continued abductor weakness and pain in both hips following the revision surgeries. Additional information provided in patient medical records indicate left hip revision performed on (B)(6) 2012 was due to metallosis and abductor evulsion. The patient's operative report noted metallosis with dark staining. Additional information provided in patient medical records indicate right hip revision was performed on (B)(6) 2013. The patient's operative report noted dark brackish tissue, dark stained fibrinous tissue, and osteolysis. Additional information received in patient medical records noted that on (B)(6) 2013 patient's blood was tested. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.